Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was hospitalized due to low blood glucose with blood glucose of 40 mg/dl at the time of the incident, the customer current blood glucose was 185 mg/dl. The customer was hospitalized on (B)(6) 2019 at 3am. The drive support cap appears normal (slightly indented). The customer was treated with food and intravenous insulin. Patient has been experiencing low blood glucose event for the past 8 months. Customer alleging possible pump over delivery. Customer has been using insulin pump system within 48 hours of reported low blood glucose event. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4).